Event description:
It was reported that the pump battery was depleting quickly. The customer's blood glucose (bg) level was "high", although a specific value was not given. At time of trouble shooting customer had taken no action to address bg. The customer continued to use the pump for insulin therapy.